Event description:
It was reported that the ilet pump screen was cracked on the lower half, rendering the device inoperable and necessitating replacement. Symptoms included no reported clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included complaint intake and replacement logistics with user guidance on data sync, shutdown, and device return. Investigation of this case revealed physical damage to the display assembly consistent with a cracked or broken screen, which prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.